Manufacturer narrative:
(B)(4). Concomitant products: 00599404014 - articular surface with locking screw size green/e f 14 mm height - 62620644. 00598801215 - stem extension straight 15mm dia x 30mm length(combined length 75mm) - 62006459. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02656.

Event description:
It was reported that a patient underwent an initial knee surgery. Subsequently, the patient was revised approximately 7 years later due to stiffness and lack of rom. There was no surgical delay. The surgical technique was utilized. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit of the implant is appropriate. Possible subsidence of the anterior tibial component. Radiolucency at the bone cement interface of the superior portion of the patellar component stiffness could be the result of subsidence of the anterior tibial component or the loosening of the superior portion of the patellar component. Calcified loose bodies could also cause the stiffness and decreased range of motion. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.